Manufacturer narrative:
The second rx mini vision part# 1007829-12, lot# 6092231, is indicated in the event description, and is being reported under the same manufacturer number. Results and conclusion summation: product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the devices because they were not returned for evaluation. There was no report of any device malfunction. Restenosis, as listed in the instructions for use, is a known adverse event associated with coronary stenting.

Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: none. It was reported that two mini-vision stents were placed in the left anterior descending (lad) artery. Another company's 2.5 x 16 stent was placed in the circumflex, and a 3.5 x 19 (also from the other company) was placed in the rao. In 2006, the patient was reintervened, and an angiography showed that the stent in the lad was restenosed 60% inner stent. As a result, a vision 3.0 x 18 stent was placed in the lad inner stent. The patient was reintervened again in early 2007, and an angiography revealed that the lad had a diffuse stenosis inner stent and the other company's stent in the circumflex had a 70% inner stent restenosis, and the other stent in the rao had 50% stent restenosis. The patient was sent to surgery. No additional event or patient information is available.